Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19aug2019.

Event description:
The customer reported that the ventilator's lcd (liquid crystal display) is dim. The customer also reported that the top cover and front bezel have physical damage. There was no patient or user involvement.

Manufacturer narrative:
MFR received date: 16 sep 2019. The customer did not respond to multiple requests for additional information. The ventilator's repair could not be confirmed. Since no parts were reported to have been replaced, no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.